Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested but unavailable: the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the patient experience a wound dehiscence? If yes, what tissue dehisced? Did the sutures untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the patient have an infection? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe did the suture have slow absorption? Was the suture expected to be absorbed upon examination? - absorption for vicryl suture is essentially complete by 56-70 days. - the absorption of vicryl rapide¿ is essentially complete by 42 days. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Please describe the appearance of the suture during the second procedure. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a vaginal birth on (B)(6) 2025 and suture was used for perineal laceration and was successful. The patient was discharged 2 days later. The patient came to the hospital 15 days after the surgery due to a ruptured perineum with pain, inflammation and discomfort. The gynecological examination found that the lateral incision of the left perineum had healed, and a skin lesion with a range of 1.5cm was seen on the right perineum, with local suture falling off and local flushing. Kangfuxin liquid, medical wound care membrane and erythromycin ointment were used to debride and care for the wound. 41 days after the operation, the patient returned to the hospital for postpartum rehabilitation evaluation, and the gynecological examination showed that the perineal laceration healed well. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the patient experience a wound dehiscence? If yes, what tissue dehisced? Did the sutures untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the patient have an infection? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe did the suture have slow absorption? Was the suture expected to be absorbed upon examination? Absorption for vicryl suture is essentially complete by 56-70 days. The absorption of vicryl rapide¿ is essentially complete by 42 days. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Please describe the appearance of the suture during the second procedure. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?